Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found a partial lead with the distal tip measuring 53.0cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.5cm from the distal tip. Internal insulation abrasion was noted at 18.0-19.0cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.5-4.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 21.0-22.0cm from the distal tip. The sensing conductor etfe coating was abraded and partially melted at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was noted on the ventricular lead. Externalization was noted under fluoroscopy. The lead was explanted and replaced. The patient was in good condition post-procedure.